Manufacturer narrative:
Document review: amistem h collared cementless stem size 3 lat: ref. 01.18.243 - lot 140739 ((B)(4) stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. To date (B)(4) stems belonging to this lot have been already sold without any other similar issue. On the basis of the data collected, we have no evidence that the event is device related.

Event description:
Ref imp # (B)(4).